Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was not returned to olympus for inspection, and the reported failure was confirmed by technical assistance. In addition, the following reportable malfunctions were identified: the paddle connector is not normal. The customer contacted olympus technical assistance center (tac). Technician has suggested that the customer inspect the paddle connector. The customer reported that no pins appeared bent, the connector did not feel loose, and applying slight pressure made no difference. However, the release button for the paddle felt unusually stiff. These findings were communicated to tac. The device will not be returned to olympus for evaluation. No further investigation can be performed at this time. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, according to technical assistance center (tac) assessment, the related cause is that the paddle connector is not functioning normally. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device exhibited a no image issue. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.